Event description:
A malfunction was reported with the pump displaying malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.